Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The excessive no delivery alarm test was unable to be performed due to motor error alarm anomaly. There was minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and reservoir tube cracked.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states when the pump fills the tubing, it suddenly gives too much insulin and they do not know how to fix it. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was able to prime the set. The customer mentioned a crack on the area by the screen and by the reservoir window. The cracks are reported to be located on corners of the pump case, coming out from the screen, and one in the plastic near the reservoir window. The customer was advised the pump would be replaced and returned for analysis.